Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter disconnected was not determined. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's catheter was explanted and re placed on (B)(6)2017. It was noted the catheter was disposed of according to biohazard instructions. The issue resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl 1869.2mcg/ml for a total dose of 1,400.5 mcg/day, bupivacaine 20.0mg/ml for a total dose of 14.985 mg/day, and morphine 9.3mg/ml for a total dose of 6.9682 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported the device diagnosis was catheter disconnection at pump/catheter disconnected at pump and most recent refill prior to event was on (B)(6) 2017. Interventions indicated on (B)(6) 2017 to schedule replacement of the catheter (entire catheter) and pump (entire system) as soon as possible and on (B)(6) 2017 they decreased therapy to minimal flow rate. The daily flow rate was decreased by 99.2% and the doses were fentanyl 11.2mg/day, bupivacaine 0.120mg/day and morphine 0.0557mg/day. Diagnostics performed on (B)(6) 2017 included a catheter access port (cap) contrast study/dye study and results indicated abnormality was detected where the catheter was completely pulled out of the spine. It was noted that the catheter dye study failed. The catheter system required surgical catheter revision. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The outcome of the event was ongoing. The event date was (B)(6) 2017. No further complications were reported/anticipated.